Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal (fem-pop) via crossover access using indigo system catrx aspiration catheters (catrx), a non-penumbra sheath and guidewire. It should be noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a catrx into the target vessel using the sheath. After aspirating using the catrx, the physician removed catrx for flushing. Upon removal, the physician noticed that the catrx was fractured at the distal length. Therefore, the catrx was not used for the remainder of the procedure. The physician then advanced a new catrx through the sheath and into the target vessel and initiated aspiration. After aspirating using the catrx, the physician removed the catrx for flushing. Upon removal, the physician noticed that the catrx was also fractured at the distal length. The physician performed a final angiograph and noticed that the blood flow was restored and the procedure was successfully ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1. 3005168196-2024-00382.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 12/20/2024: 1. Section b. Box 5. Describe event or problem; 2. Section h. Box 11. Additional manufacturer narrative. Evaluation of the second returned catrx confirmed a fracture, and the distal fractured segment was not returned for evaluation. If the device is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, manipulation of the catrx with the stent placed in the vessel may have contributed to the reported damage. The patient¿s reported tortuous anatomy may have contributed to resistance during retraction. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal (fem-pop) via crossover access using indigo system catrx aspiration catheters (catrx), a non-penumbra sheath and guidewire. It should be noted that the patient¿s anatomy was tortuous. During the procedure, the physician performed a pass using a rotational excisional atherectomy system, placed a stent, then performed another pass using the rotational excisional atherectomy system. The physician then advanced a catrx into the target vessel using the sheath. After aspirating using the catrx, the physician removed catrx for flushing. Upon removal, the physician noticed that the catrx was fractured at the distal length. Therefore, the catrx was not used for the remainder of the procedure. The physician then advanced a new catrx through the sheath and into the target vessel and initiated aspiration. After aspirating using the catrx, the physician removed the catrx for flushing. Upon removal, the physician noticed that the catrx was also fractured at the distal length. The physician performed a final angiograph and noticed that the blood flow was restored, and the procedure was successfully ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 11/20/2024: 1. Section a. Box 1. Patient identifier; 2. Section a. Box 3. Sex. Additional information was added to: 1. Section h. Box 6. Component code 1. Evaluation of the second returned catrx confirmed a fracture, and the distal fractured segment was not returned for evaluation. If the device is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. The patient¿s reported tortuous anatomy may have contributed to resistance during retraction. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section is being corrected in this follow-up MFR report: section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal (fem-pop) via crossover access using indigo system catrx aspiration catheters (catrx), a non-penumbra sheath and guidewire. It should be noted that the patient¿s anatomy was tortuous. During the procedure, the physician performed a pass using a rotational excisional atherectomy system, placed a stent, then performed another pass using the rotational excisional atherectomy system. The physician then advanced a catrx into the target vessel using the sheath. After aspirating using the catrx, the physician removed catrx for flushing. Upon removal, the physician noticed that the catrx was fractured on the distal length. The physician then advanced a new catrx through the sheath and into the target vessel and initiated aspiration. After aspirating using the catrx, the physician removed the catrx for flushing. Upon removal, the physician noticed that the catrx was also fractured on the distal length. The physician performed a final angiograph and reported that the blood flow was restored and there was no evidence of either catheter remaining in the patient. The procedure was successfully ended at this point. There was no report of an adverse effect to the patient.